Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned modular torque wrench hex inserter noted that the tip had fractured from the rest of the driver. Results of a scanning electron microscopy show evidence of a quasi-static torsional shear failure starting at the hex drive features and extending to the center of the shaft, the potential fracture termination site. Plastic deformation was noted at one of the hex drive features. No material defects or other abnormalities were observed in this analysis. A device history record review could not be conducted because the lot number is unknown. A 12 month complaint trend analysis for the product code found there were no complaints related to the tip breaking intra-operatively. The root cause for the tip breaking cannot be positively determined. However, the driver shows evidence of a quasi-static torsional shear failure starting at the hex drive features and is extended to the center of the shaft, the potential fracture termination site. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery for instrumentation using the isola system was conducted in 2006. Revision surgery was performed on (B)(6) 2014 to remove the previously implanted devices because the treatment with those devices was completed. The surgeon tried to remove the set screw from an open hook device at th6 using the hex driver but was unable to do so as the set screw was tightly fastened. It was noted the tip of the subject modular torque wrench hex insert was broken when the surgeon was tried using the torque wrench handle attached to this insert. Eventually the open hook device could be removed since all the other screws implanted for th2-l2 could be removed by the hex driver. Breakage of the modular torque wrench hex insert did not cause a surgical delay and there were no adverse consequences to the patient.